Event description:
T was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the arm. The patient experienced loss of consciousness, and the cgm was reading 4.5 mmol/l and the blood glucose reading was 2.1 mmol/l, which was taken by the paramedics. The patient was found unconscious on the floor in her home by the housekeeper, who called the ambulance. When the paramedics arrived, the cgm reading was checked, and the blood glucose reading was taken. It was stated that the patient did not receive any specific medication and that only sugar water was given. When the patient regained consciousness, she ate something and at the time of the report the patient was okay. The patient was not taken to the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.